Event description:
The initial reporter questioned negative results for 1 patient tested for elecsys anti-hcv ii (anti-hcv ii) on a cobas e 411 analyzer (rack system). The initial result was 0.055 coi (negative). On (B)(6) 2026, the sample was repeated on the e411 analyzer with a result of 0.056 coi (negative). On (B)(6) 2026, the original sample was repeated at a different laboratory using an unspecified method, and the result was "positive." The actual result was not provided. On (B)(6) 2026, a new sample was obtained, and the result from a different laboratory using an unspecified enzyme-linked immunosorbent assay (elia) was "positive." The actual result was not provided. On (B)(6) 2026, the sample was repeated on the e411 analyzer with a result of 0.065 coi (negative).

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).